Event description:
Healthcare professional reported, a left side rupture. And exchange, due to patient¿s concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The previous emdr, incorrectly reported, left side rupture. The affected side for this device is right side. The device has been explanted. Per operative report, the right side device was found intact. Hence, unreporting rupture for the right side device.

Manufacturer narrative:
The previous emdr, incorrectly reported, left side rupture. The affected side for this device is right side. The device has been explanted. Per operative report, the right side device was found intact. Hence, unreporting rupture for the right side device.